Manufacturer narrative:
This issue was discovered during the investigation of an inventory discrepancy. The investigation revealed that one pallet of bulk product bottles was incorrectly cartoned. This is not a health hazard concern as the product is cartoned with the appropriate content of labeling and it has a well established stability profile past the two year expiration date.

Event description:
Retailer reported that a consumer experienced burning/stinging after product use. This complaint is reported against a product lot that is being recalled due to an incorrect expiration date and lot code listing on the outer carton. The complaint is not related to the recall.